Event description:
It was reported that the drill attachment overheated, while being evaluated during preparations for a surgical procedure. There was no patient involvement with this event. No user injury was reported and no adverse consequences were alleged.

Manufacturer narrative:
The device was received by the manufacturer, however, the overheating condition could not be replicated because the device would not operate. Per the quality investigation, the attachment was found to contain foreign debris which can cause mechanical components to seize up and create overheating. The debris was most likely introduced through improper or inadequate cleaning/sterilization techniques. The device could not be repaired and was discarded. A replacement device was provided to the customer.